Event description:
Per the clinic, the patient experienced poor performance with the device and short circuits were noted. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the correct date of awareness for the initial report is august 08, 2024, not july 17, 2024, as previously reported. There was no planned explant for short circuit.